Event description:
It was reported that the insulin pump alarmed no delivery during the prime process when the customer was changing the infusion set. It was stated that shortly after the no delivery alarm; the device alarmed motor error. Blood glucose level was 23 mmol/l; treated with manual insulin injection. Current blood glucose is 7.0 mmol/l. Customer does not recall any significant events leading to the alarm. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted. The motor was tested outside the device and passed. The unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.